Event description:
It was reported that a beta bionics ilet user's wake button does nothing for minutes at a time. She was advised to hold the button for 3-5 seconds which seemed to work. The user also restarted the device. There was no further information provided for this case. There was no report of any end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.